Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with repeat laparoscopic abdominal sacral colpopexy, cystoscopy and lysis of adhesions, due to pop. It was reported that following insertion the patient experienced infections and bleeding. It was reported that the patient underwent a diagnostic laparoscopy, open repair of ventral hernia and open repair right inguinal hernia on (B)(6) 2008. On (B)(6) 2011 the patient underwent an excision of mesh vaginal approach and partial colpectomy. On (B)(6) 2011 the patient underwent an intraperitoneal vaginal vault suspension, a&p repair, vaginal enterocele repair, and cystoscopy. No additional information was provided.